Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the large needle driver instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the instrument log showed the large needle driver instrument (part# 470006-12/ lot# k10220411-0074) was last used on (B)(6) 2022 with system sk5313. The large needle driver instrument had 9 uses remaining. A review of the provided images is consistent with the allegation of a detached wire. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the wire became detached from the large needle driver instrument clamp and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the wire became detached from the large needle driver instrument clamp and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the large needle driver instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was not found to have any frayed, loose or broken cables. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.